Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited out of range low impedance values and there was a polarity switch. It is suggested the ra lead oversensing and far field r-wave (ffrw) oversensing noted which caused high atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ra lead was reprogrammed and remains in use.